Manufacturer narrative:
Conclusions: device not returned, no eval will be performed. No conclusion can be drawn.

Event description:
On (B)(6) 2013, our firm received a copy of a letter sent to spacesavers optical from an attorney's office in (B)(6) alleging "a severe injury to her left eye from a defective lens." Their client was on holiday in spain and was initially treated at a local hospital on (B)(6) 2013. The letter states that the pt inserted a lens and it immediately caused severe pain. The pt tried to remove the lens but she was not able to do so. She was taken to the local hospital where "four medical staff held her down and gave her an anesthetic and eventually managed to take out the lens." The letter alleges "severe damage and loss and personal injury" and a "corneal laceration." No clinical information has been provided. Product has not been returned for eval. No lot information has been provided. If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.